Manufacturer narrative:
Com-(B)(4).

Event description:
It was reported that a transmitter that stopped working occurred. The product was evaluated. An external visual inspection was performed and passed. A transmitter voltage test was performed and passed. A nordic bluetooth pairing test was performed and failed. A review of the share log was performed and signal loss greater than an hour was found within the investigation window. The allegation was confirmed. The probable cause was a defective transmitter. No injury or medical intervention was reported.